Event description:
It was reported just prior to initiating the ecc procedure, after connecting the arterial line to the arterial cannula, a pool of serum albumin quickly appeared from the device when the arterial line was clamped. Additional info received: delay of treatment: 20 minutes (time for the priming of the new oxygenator), the leak appeared before blood arrived to the device. The user reported a massive leak of serum albumin (no blood loss). They clamped before and after the device and replaced the device. No reported pt effect. Ecc- extra corporeal circuit. Ref.: (B)(4).

Manufacturer narrative:
The device has been requested for return, but has not been received. The investigation is still pending. A supplemental medwatch will be submitted when additional info becomes available. Additional info: the product mentioned is a tubing set with reservoir and the included affected component has the contributing design function of the reservoir which is registered under 510 (k): k101153.